Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had over infusion. The issue was reported to bd associate during their site visit. There was patient involvement, but the outcome is unknown. Bd has learned additional information from the customer. It was reported that there was not an over infusion event. The complaint was about "a secondary bag not infusing after the primary had finished as programmed."